Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d9, h3 - device returning status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one prostyle cuff miss [suture retrieval issues] was noticed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.